Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis and gi issues, which required hospitalization, as it is unclear if the patient was performing ccpd for rrt prior to being hospitalized. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Gastrointestinal complications are known to commonly occur in patients with renal failure. Uremia and dialysis have long been speculated to increase the risk of lesions in the gastrointestinal tract and accessory organs. Based on the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the serious adverse events experienced by the patient. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) was deficient or malfunctioned. However, limited follow-up information precluded a more comprehensive investigation, and without a discharge summary, timeline of events, hospital records, treatment records, or the patient¿s demographics, this clinical investigation cannot disassociate the liberty select cycler from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and gastrointestinal (gi) issues. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, timeline of events, hospital records, treatment records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and gastrointestinal (gi) issues. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, timeline of events, hospital records, treatment records, patient demographics) were unsuccessful.